Event description:
It is reported that dr. Revised for reasons other than the baseplate and stem.

Manufacturer narrative:
Other devices used: catalog # 642000220, natural-knee ii system modular cemented tibial baseplate, lot # 1645961. Catalog # 681515125, revision stem fluted offset, lot # 60335288. Eval summary: cause cannot be definitively determined. Eval: device history records indicated device manufacturing to spec for item numbers. For the unk natural-knee ii congruent insert; review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.